Manufacturer narrative:
(B)(4) rep tested system and could not duplicate issue. No impact on pt outcome reported.

Event description:
Medtronic ent igs specialist called in and stated that the monitor went black and when it came back up the orthogonal views were in different places. Ment igs specialist checked all connection in the video chain and reinstalled software and they could not replicate the issue. No impact on pt outcome reported.